Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. The 2.5x23 mm xience prime stent was implanted and a distal edge dissection was noted. A 2.5x15 mm xience prime was used to cover the dissection. There were no reported adverse patient sequela. No additional information was provided.